Event description:
There are holes at the bottom of each bag in the box of 200. It looks as if the equipment used to seal the bags was too hot. The hole is located in the same spot on each bag. Bags are unserviceable.